Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the erbe failure but replaced the unit as part of a preventative maintenance action. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed based on the field evaluation. The probable root cause of the error is attributed to a component failure within the erbe.

Event description:
The nurse reported that the integrated electrosurgical unit (iesu) had an error c-00 upon startup. The technical service engineer (tse) recommended rebooting the iesu. There was no report of patient injury.